Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed no defects on the fiber body. Microscopic inspection showed that the fiber tip was clipped, with the connector showing no light exiting the face, which indicates an internal fracture. This internal fracture could have occurred during procedural handling of the fiber during setup or use, and it can lead to an insufficient aiming beam or low laser energy output, potentially preventing the fiber from firing completely. Functional testing was performed, and the console displayed the message: applicator has been used 0 times. No aiming beam was noted as well. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed, the IFU states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. A review of the lighttrail single use laser fiber hazard analysis was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during intervention, this device functioned only five minutes then stopped. The procedure was completed with another device. There was no report of patient complications. Analysis of the returned device identified a fractured connector.